Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that he received a replacement battery cap and the display remained blank. The customer also reported that the insulin pump may not be delivering the correct amount of insulin. Blood glucose level at the time of the incident was 293 mg/dl. Customer declined troubleshooting for high blood glucose levels. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit powered up properly after battery installation and no blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.